Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: -patient symptoms manifestations (location, severity, appearance, systemic or local reaction) unk. -date - time of onset of infection from the surgical procedure? Jan-18th. -were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk. -did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk -were cultures performed? Results? Unk. -what medical intervention was performed? Results? At first changing dressing, but incision was not healed, and then given surgery. -(B)(4) did not populate in the database. Please confirm valid lot number. Unk.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed? Results? Mebcljbo did not populate in the database. Please confirm valid lot number.

Event description:
It was reported that a patient underwent a tension-free hernia repair under general anesthesia due to inguinal hernia (B)(6) 2019 and the mesh was implanted. It was reported that there was post op inflammation and infection. It was reported that the mesh was used to strengthen the posterior wall of inguinal canal. The mesh was intact without damage during the operation. It was reported that on the 8th day after operation, the patient had incision redness and swelling, with visible purulent fluid outflow. Considering mesh rejection, the patient was given dressing change. It was reported that the incision was not healed after dressing change for nearly 4 months. It was also reported that on (B)(6) 2019, the patient was given surgery to remove the mesh, and now the patient recovered well after surgery.